Event description:
Dealer alleged that the sieve beds are saturated. The repair document states the unit was also alarming/red light.

Manufacturer narrative:
During testing and repair at the service center, the unit was alarming/red light.  This was due to the saturated sieved beds that led to the malfunction.